Event description:
The facility representative contacted a technical service representative to report an infuso.r. That is "is not infusing properly". This event occurred during programming/setup in biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported malfunction of an infuso.r. That is "is not infusing properly was confirmed and reproduced. The root cause was not identified. The device was returned unrepaired. There were no upgrades/repairs performed on the device and functionality of the device was not able to be verified due to estimate refusal by the customer. Should additional information be received, a follow-up medwatch will be submitted.